Manufacturer narrative:
(B)(4). As the date of the event onset was reported as an unknown date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient did not follow instructions. The peritonitis was manifested by cloudy effluent. On the same day as the event onset, the patient was hospitalized for the event. Treatment details were not reported. The day after the event onset, the patient discontinued pd therapy. Two days after the event onset, the patient was discharged from the hospital. On an unknown date, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was recovering. No additional information is available.